Event description:
It was initially reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a bronchoscopy. Patient's age, weight and gender were not provided. Per the complainant, during preparation, the needle leaked at the junction where the syringe screws into the gray handle. This portion of the procedure where the needle is utilized was not performed. This event occurred during preparation. There was no patient contact with the device. This event has been deemed a reportable event based on the investigation results; sheath ripped/torn.

Manufacturer narrative:
A visual inspection of device showed a little tear in the middle of the sheath/catheter. It was also found that the tabs of the handle that connect the handle to the syringe were damaged. Although the device did not leak at the syringe hub as indicated in the complaint, there was leakage in the middle of the sheath at the location of the identified tear. Based on the investigation, the damage to the sheath was most likely caused by another device. The device history record review found no anomalies associated with this complaint. (B)(4).